Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported the patient had their lead and ipg replaced (B)(6) 2025. The ig was replaced at the discretion of the physician. There were no complications with the surgery. Therapy was restored.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was provided patient lost effective therapy due to high impedances on the lead. Surgical intervention may be pending to address the issue.